Manufacturer narrative:
UDI: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed on the dialysate side of the device, and a leak was found from a crack in the welding zone of the header. The welding parameters for the device were reviewed and found to be within specification. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, a fluid leak originating at the top cap of a polyflux 17l dialyzer was detected. The event occurred when connecting the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.